Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low impedance measurements and a red alert was issued. Approimately three months later, another red alert was issued for low impedance measurements. An insulation issue was suspected; however, no suspicion of a connection issue. No adverse patient effects were reported.